Event description:
Caller states that the pt tested 3.4 inr on the coaguchek test system and 2.5 inr on a comparison lab. No action was taken based on device result. No adverse event reported. No strip information provided. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter serial number not provided, strip lot/exp/cat not provided.

Manufacturer narrative:
Suspect device: coaguchek test strip.